Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6) 2010. The patient advised the cca she manages her diabetes with a combination of metformin (1000 mg twice daily), novolog insulin (sliding scale) and lantus insulin (40 units at bedtime). Due to the alleged issue, the patient stated she started taking less food and/ or drink with each meal. Between 6-7pm after the alleged issue begun, the patient claimed she felt symptoms of dizzy, nausea and sweating. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the correct test strips were being used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.